Event description:
It was reported that two weeks ago, the patient's father reported to the clinic that his daughter has fluctuations in her hearing sensation. At testing 11 channels showed high impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.